Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that the device reached elective replacement indicator on (B)(6) 2016. Concomitant product: 5076-52, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri) due to high atrial output. The device was explanted and replaced. The patient's right atrial (ra) lead had loss of capture, high thresholds and high pacing impedance. The patient experienced fatigue. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.